Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure when the first device fires, the second shot automatically release, and suturing was not possible. No delay or patient injuries were reported. Although no backup device is reported, there is no information that reasonably suggests a procedure cancellation, change in surgical technique nor use of competitor device occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed at the same time. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. Multiple trigger advancements. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10:b5: event description updated.

Event description:
It was reported that during meniscal suture procedure when the first device fires, the second shot automatically releases and suturing was not possible. No delay or patient injuries were reported. It is unknown if a backup device was available and how the issue was resolved.